Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 453mg/dl and at the time of incident blood glucose level was unknown. The customer had issue with sensor and the transmitter. The customer changed the infusion set. Customer declined troubleshooting for high blood glucose. Device will not be returned for the analysis.